Event description:
It was reported that a physician performed an uneventful novasure procedure on (B)(6) 2014 and the patient was discharged home. The patient returned to the "emergency room on (B)(6) 2014 with severe abdominal pain and temperature to 103 degrees fahrenheit. Her white blood cell count was 2.5 and a computed tomography (CT) scan was obtained which was negative however, no contrast was used. She was started on board spectrum antibiotics and admitted to the hospital. She did not have an cute abdomen on exam. Her blood cultures grew out (B)(6), [her] final results are not yet available. Within 12 hours she became afebrile and her white blood cell (wbc) count was 12.5. She has remained a febrile and her wbc is now 9.2 with improvement in her pain however, she continues to have right upper quadrant discomfort which is being monitored."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) and sterile lot reviews were unable to be conducted for the disposable devices as the lot number was not provided by the complainant. (B)(4).